Event description:
My physician administered hylan (synvisc one) 8mg/ml for each knee on (B)(6) 2014. I never felt relief. Instead, I had increased pain, which kept increasing over the 6 weeks I was asked to wait to see if there was any benefit. I advised the physician of unbearable pain increase. My pain was so debilitating I needed to begin using a walking stick, which I hadn't required before injections. The pain awakened me in the middle of the night, could not sleep. It was necessary to increase my pain medication to function at all. The pain was seriously unbearable and I was used to pain before the injections. I returned for an appointment on (B)(6) 2014. I made it clear that my pain was off the charts - well beyond the 1-10 scale while walking or standing. My physician agreed that this was an adverse reaction. He had told me that the worst that could happen was that it just wouldn't work. I asked why he hadn't warned me of an adverse reaction. He said he really hadn't seen this before. To counteract the synvisc one he suggested steroid injections. He administered (according to my paperwork) methylprednisolone acetate (depo-medrol_ 40 mg/ml in each knee. He said this was double the normal amount and hoped it would bring my pain level back to where it was before the synvisc one injections. There was a very slight benefit, especially to the right knee. My left knee has never improved enough to stop using the walking stick and I still wake up in the middle of the night in pain. I am very worried about my long-term prognosis. I cannot find any info about the long-term adverse effects of synvisc one. I informed the company, as I am on a payment plan. They were unconcerned and offered no comfort.